Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
In march of this year, the pacemaker predicted a longevity resulting in a new appointment in 6 months; however, patient was in vvi back-up mode, which resulted in a 'rush' box change. Please analyze battery behavior.

Event description:
In march op this year the pacemaker predicted a longevity resulting in a new up ointment in 6mnd however patient was in vvi back-up mode which resulted in a 'rush' box change.

Manufacturer narrative:
Please find the attached analysis report.